Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed. A field service engineer (fse) noticed that the refrigerator handle lock was binding when the door was opened and closed during testing with the test software. The fse removed the catch for the refrigerator handle to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, experienced nurse failed to access. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.